Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose value was 38 mg/dl. The customer also reported other blood glucose values are 323 mg/dl and 187 mg/dl. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.